Event description:
As reported (B)(4) 2013, a male patient of unknown age presented for a microwave ablation procedure of the liver. When repositioning the applicator probe inside of the patient between the patient's ribs, the physician had difficulty in positioning the applicator probe. The physician withdrew the probe and noted that the tip of the applicator probe was partially detached from the probe shaft. The device was set aside and the procedure was successfully completed using a new of the same device. It was reported the patient did not suffer any harm or injury due to the procedure. It was reported the reported failed device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the patient suffered no harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.